Manufacturer narrative:
(B)(6).

Event description:
It was reported that during procedure, t1 was deployed successfully, t2 was also deployed but did not stay anchored. T1 was removed from the patient. No procedural delay or patient injuries were reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.